Event description:
During the peripheral angiogram procedure, it was noted that the sheath separated from the hub while it was being removed from the patient. No interventions were required to remove the sheath. There were no adverse consequences to the patient.

Manufacturer narrative:
One 6f engage introducer sheath was received for evaluation. The dilator was also returned. The sheath tubing had been torn and stretched into two sections; both sections were returned; the distal section had been torn, stretched and detached from the sheath hub; the proximal section had been torn and stretched and remained inside the hemostasis hub. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the ¿sheath separated from the hub¿ remains unknown.